Event description:
It was reported that the ventilator generated alarm for low minute volume and low peak inspiratory pressure. The patient desaturated to 84% but increased to normal level after ventilator replacement. The patient died subsequent day connected to another ventilator. There are no allegations that the described event and/or a ventilator malfunction in some way caused or contributed to the death of the patient. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, ventilation was started on the reported event date (B)(6) 2022 at 8.30 pm in pressure regulated volume control (prvc) mode. Alarms for expiratory minute volume low and peep low were generated together with patient circuit disconnected indicating problems with the patient circuit. Generated alarms were silenced indicating that the ventilator was under surveillance by an operator. Ventilation mode was changed to volume control but the alarms for expiratory minute volume low and peep low continued and the ventilator was switched back to prvc mode. The ventilator was finally set to standby by the user at 10 pm. It is during this time period the patient reportedly desaturated. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there was no ventilator malfunction at the time of event and the root cause was most likely a leakage in the patient breathing circuit leading to an insufficient ventilation.

Event description:
Manufacturer's ref #: (B)(4).